Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed self, displacement and motor passed motor test. No displacement anomaly noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 272 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.